Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: the instrument locked down on tissue inside the abdomen. The surgeon could not get the device to open or the knife blade to retract. The knife blade was at the distal tip but would not retract. The black knobs were pulled completely back and it still would not open. The device had to be cut off tissue to remove. Suture was used to tie off on specimen and pt side tissue. The case was delayed approx 30 mins.